Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood in the manifold of the device upon device return. There were numerous kinks in the hypotube and shaft of the device. There was contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen. At 47mm from the tip for a length of 1mm, the guidewire lumen was buckled. The balloon was loosely folded. There was an 8mm longitudinal tear in the balloon 14mm from the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good post procedure.